Manufacturer narrative:
Occupation: administrative officer. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after 12 days of intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred due to a kink in the catheter. The patient was switched to conventional therapy with no issues. The iab was removed due to transplant procedure. It was noted that the patient had sat up and moved around often during therapy requiring constant redirection. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Two kinks were observed on the catheter tubing approximately 37.3cm and 75.9cm from iab tip. A sensor output test was performed and the sensor was found to be within specification. The evaluation confirmed kinks on the catheter tubing. We are unable to determine when or how a kink in the catheter occurs. The reported sensor failure cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.